Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2112017. Medical device expiration date: 30-nov-2026. Device manufacture date: 02-dec-2021. Medical device lot #: 2108041. Medical device expiration date: 31-jul-2026. Device manufacture date: 25-aug-2021. Medical device lot #: 2112028. Medical device expiration date: 30-nov-2026. Device manufacture date: 15-dec-2021. Medical device lot #: 2202024. Medical device expiration date: 31-jan-2027. Device manufacture date: 10-feb-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported for times that while using a bd plastipak¿ concentric luer lock syringe, leakage was observed. The following information was provided by the initial reporter: syringe empties by gravity.

Event description:
It was reported for times that while using a bd plastipak¿ concentric luer lock syringe, leakage was observed. The following information was provided by the initial reporter: syringe empties by gravity.

Manufacturer narrative:
H6: investigation summary: multiple samples were provided to our quality team for investigation. All product was visually inspected, no damage or defects was observed and all syringes were properly assembled. Product was disassembled for further evaluation, no defects were identified that could have contributed to the reported incident. A device history review was performed for lots 2112017, 2108041, 2112028 and 2202024, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Functional testing was performed on the products, filling samples from each lot with water. In all cases the product functioned as intended and no leakages were observed from the tip or past the stopper. Dimensional evaluations were also performed, verifying the tips on all product was within required specifications. Based on our investigation and sample evaluation, no defects or leakages were observed, and device records did not indicate any issues related to the reported event, therefore, we cannot identify a root cause at this time.